Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"(B)(6) 2018, the initial ascend flex reverse surgery was performed. (B)(6) 2019, a revision surgery was performed, due to postoperative pain and restriction of humeral elevation and rotation occurred."the surgery completed with a resize of the glenoid sphere, the insert and the tray . ''I don't know the cause, but it's not an implant defect. Since the selected size in the first case may not have been suitable for the patient, we tried reducing the sphere diameter.'' ,the surgeon commented. No delay to surgery.